Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had act button less responsive and sometimes had to press twice. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had random unexplained no delivery alerts and two cracks on screen. The device will not be returned for analysis.